Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The programming changes were made and patient continued to be monitored. The patient was stable throughout.